Manufacturer narrative:
This is a duplicate report of MFR report # 2955842-2025-12095. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend (vse) instrument was analyzed and found to have the main tube dislodged. The main tube metal tabs were found to be dislodged from the slots at the distal end. Imprecise motion test was not performed as a result of dislodged blade which caused initialization failure. The instrument was found to have a dislodged blade. Visual inspection showed that the blade was extended 0.0220", outside of the blade garage. There was no bio debris found at the instrument tip between the grips along the knife track. Components adjacent to this dislodged blade do not show damage. The instrument was found to have failed during initialization during in-house testing. The instrument was placed on an in-house system and passed engagement but failed initialization test on three out of three attempts. Review of the logs displayed no failures. The complaint was confirmed by failure analysis. The probable root cause of a dislodged main tube is attributed to damage during use. When the roll gear tabs that mate with the main tube and provide a hard stop are damaged, the main tube can rotate independently of the roll gear. This rotation can cause a miscalibration between the master tool manipulator (mtm) and main tube.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The possible cause of non-intuitive motion is due to surgeon released the right master tool manipulator (mtm) or wrong adapter connection. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The customer informed the fse that during the procedure, the vessel sealer extend (vse) instrument that was installed on arm 3 moved in the opposite direction, and the issue would follow after moving the instrument to arm 4. The fse conducted a test drive using a test tool, and it was confirmed that there were no problems with the da vinci surgical system. No part replacement was required. The system was inspected, tested, and verified as ready for use. Isi did not receive the vse instrument involved with this complaint to perform failure analysis. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer reported that non-intuitive motion occurred with vessel sealer extend. The customer said that the issue was arm, or grip was down without operating, but not sure. Error 23075 was found on the master tool manipulator right (mtmr) in the logs. Customer said that the issue could have been caused by the surgeon releasing the mtmr or wrong adapter connection. Customer advised surgeon to reseat it if issue re-occurred. The procedure was converted to laparoscopy with no reported injury. The customer called back and reported that the vessel sealer extend instrument that was installed on an arm moved in an opposite direction. The tse suggested to power cycle the system.